Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has the sensor detached and the sensor support is kinked. Functional inspection was not performed due to the device condition. Dimensional inspection was not performed due to the device condition. The device was compared with a control device in order to recreate the failure. The control device was manually kinked to recreate the detachment of the sensor. The failure mode on the control unit is different, the sensor looks broken instead of detached. The inspection of the device demonstrate that the complaint device has not adhesive in the failure area, this condition causes the detachment of the sensor creating the deployment issues reported by the customer. The complaint device was inspected under uv light and shows the lack of adhesive on it. This complaint is related to a product that fails to meet specification due to the manufacturing process at a bsc manufacturing site. (B)(4).

Event description:
Reportable based on analysis completed on 31mar2016. It was reported that during a supraventricular tachycardia procedure the catheter splines were unable to be deployed. Following insertion of the intellamap orion into the heart the catheter splines were unable to be deployed. The catheter was removed and the procedure was completed with another intellamap orion catheter. No additional patient complications were reported and the patient status is fine. However; returned device analysis revealed that the center support/deployment shaft was separated from the distal sensor array.